Event description:
It was reported that the surgeon implanted a defective valve. Reportedly, the health care provider observed that the device had a hole. Reportedly, the device is being returned for evaluation.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not complete.